Event description:
During the primary surgery, the cta heads sat more proud on the stem than the trial, causing approximately a 30 minute extension to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.